Manufacturer narrative:
Device evaluation: the device evaluation has not been completed. A follow up report will be submitted when the evaluation has been completed. Evaluation, conclusions: a follow up report will be submitted when the evaluation has been completed.

Event description:
The trocar stylette got stuck in the catheter during a percutaneous nephrostomy procedure. They were forced to use another catheter. No harm or injury reported.